Event description:
The pt had a 3x18mm stent implanted in the distal rca. Four and a half years later, the pt felt a sudden discomfort, and later died at the ER. The death certificate stated the cause of death as ischemic cardiomyopathy. The pt had a 3x18mm sirolimus drug-eluting stent implanted in the distal rca with 88% preprocedure stenosis. The 10-18mm de novo lesion was not calcified or tortous, and had no preexisting clot. The site was predilated with a predator 2.0 balloon at 10atm. The stent was deployed at 16atm. Ivus and a computer-assisted method (qca) were conducted to evaluate the lesion. Act was not done. Post procedure stenosis and timi flow were 29% and three, respectively. The site was not postdilated.